Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure on (B)(6), 2011. According to the complainant, during the procedure, the physician experienced difficulties in releasing the clip from the delivery system. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.